Manufacturer narrative:
At this time, the product remains in-service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that at post-operative check after implant it was determined that the right ventricular (rv) lead had high out of range pacing impedance of 2400 ohms. The patient presented to the hospital four days later with complaints of chest pain. A CT was performed and determined that the lead had perforated. The patient was taken in for a revision, and the lead was repositioned more septal. No additional adverse patient effects were reported.